Event description:
A report of difficulty charging and redness around the pocket site incision and midline incision was received. The physician determined it to be skin irritation and revised the ipg pocket. The patient remains implanted with the same ipg. The patient was able to successfully charge the ipg after the surgery.

Manufacturer narrative:
This is the final report.